Manufacturer narrative:
Analysis confirmed the packaging was mislabeled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding an implantable pump. It was reported the representative found that the calibration constant on the shelf package (113) didn't match the one displayed on the clinician programmer (115) during the first pump interrogation. The event date was (B)(6) 2019. The pump was discarded by the customer and another was used. The issue resolved. Contributing factors were unknown. There was no patient involved. Further complications were not reported. Images of the clinician programmer and package were provided. The programmer displayed a calibration constant of 1150, while the package had a calibration constant of 113. Additional information was received. The pump was being sent for return.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.